Event description:
It was reported by customer that there was bug inside the packaging. No injuries or adverse event. Additional information received 07 august 2023: this item was found and not used on any patient. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that there was bug inside the packaging. No injuries or adverse event. Additional information received 07 august 2023: this item was found and not used on any patient. It was reported this occurred with three devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of insects within the tray packaging was confirmed; however, the root cause was not identified. The product returned for evaluation was one 5fr t/l powerpicc provena catheter kit. The sample was received sealed. Pieces of insect were observed within the saline pouch adhered to the outside of the kit packaging. The insects were not within the sterile portion of the kit. The pouch outer packaging contains holes through which the insect may have entered following kit assembly. During package inspection, some insect fragments fell out of those holes. The insect fragments were found within a portion of the package which is not sterile. Holes exist in the outer pouch packaging through which the insect may have entered sometime following product final assembly. It could not be determined when the insect entered/became deposited within the pouch. Consequently this complaint is confirmed as ¿cause unknown¿ at this time.